Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose level (bg) was elevated, however, a bg value was not provided. The cause for elevated bg level was unknown. Customer administered a manual injection to address elevated bg. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issues were verified. Duplication testing was performed and no failure was identified related to the reported high blood glucose issue.